Manufacturer narrative:
It was reported that the patient underwent mesh revision on (B)(6) 2011.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2005 and mesh was implanted due to recurrent cystocele. It was reported that following insertion the patient experienced extrusion, infection, urinary and bowel problems, recurrence and dyspareunia. It was reported that the patient underwent abdominal colposacropexy on (B)(6) /2011 concurrently with moschcowitz culdoplasty, lysis of adhesions, anterior and posterior colpoperineorrhaphy and sling urethropexy due to complete vaginal vault prolapse. It was reported that the patient underwent cysto collagen injections on (B)(6) 2011 due to intrinsic sphincter deficiency. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4)